Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00557.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils. During preparation for the procedure, the pusher assembly of a ruby coil was kinked upon removal from the packaging. The damage to the ruby coil occurred prior to use and, therefore, it was not used in the procedure. The physician then attempted to place another ruby coil, however felt resistance while advancing the ruby coil within the lantern delivery microcatheter (lantern). Consequently, the pusher assembly of the ruby coil was kinked. Therefore, the ruby coil was removed, and the procedure was continued using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.